Event description:
The customer reported the babyroo radiant warmer is not adequately warming the soft mattress. As a result, a neonate was admitted to the special care nursery last week due to hypothermia.

Manufacturer narrative:
Additional information was requested from the customer regarding this event, and it was provided that the devices were pre-warmed and following this process the heaters were used in manual mode with the heat set to 100%. No further information regarding the patient¿s condition was provided. The device log files were reviewed and confirmed the device was used in manual mode and provided the expected alarm to indicate the to the user the warmer had been set at >30% for 14 minutes and to check the patient¿s condition. As designed, the heater then shut off 1 minute after this alarm was provided to prevent overheating. At this point, the device provided the appropriate alarm alerting the user that the warmer was off and to check the patient¿s condition. Based on the available information the device operated as intended and no malfunction was identified. Section 7 of the babyroo tn300 instructions for use describes the radiant warmer operation including the pre-warming procedure and the expected device behavior when the device is used in manual mode.

Manufacturer narrative:
As of august 6th, 2025, this investigation is still pending. A follow up report will be sent upon completion.

Event description:
The customer reported the babyroo radiant warmer is not adequately warming the soft mattress. As a result, a neonate was admitted to the special care nursery last week due to hypothermia.

Manufacturer narrative:
An investigation has started. A follow up report will be sent upon completion.

Event description:
The customer reported the babyroo radiant warmer is not adequately warming the soft mattress. As a result, a neonate was admitted to the special care nursery last week due to hypothermia.